Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 05/21/2015, on behalf of the patient to report that on (B)(6) 2015, their receiver displayed an error message for transmitter failure. The distributor did not report of injury or medical intervention. No additional patient or event information is available.